Event description:
The customer contacted stryker to report that their shock button on their device, was intermittently unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
During evaluation the shock button did not respond as sensitive as others. The reported issue was confirmed. The ui pcb button mechanism was determined to be the root cause of the reported issue. Ui pcb was replaced to resolve issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their shock button on their device, was intermittently unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.